Event description:
It was reported that a female patient allegedly developed a stage iii pressure ulcer while on the triadyne ii therapy system bed. On 02/05/09, the sicu director (rn) reported that the pressure ulcer was resolving, and the patient was stable.

Manufacturer narrative:
The product was returned to the kci service center, and tested per quality control procedures. The unit met specifications. According to the sicu director (rn), the hospital staff was unfamiliar with the bed and, therefore, failed to correctly position the patient on the triadyne ii therapy system. As a result, the area was not completely offloaded, and the patient developed a stage iii pressure ulcer. The sicu director also indicated that poor nutritional status and managed hypothermia also put the patient at risk of skin breakdown. Although there was no report of a product malfunction and the sicu director indicated that user error contributed to the event, based on the information provided, this event is reportable. Triadyne ii therapy system labeling cautions to, "monitor skin conditions regularly, particularly at bony prominences and in areas where incontinence and drainage occur or collect, and consider adjunct or alternative therapies for high acuity patients. Early intervention may be essential to preventing serious skin breakdown."